Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The physician had concern of lt seen in the ECG if the pauses were a result of device programming or inhibition from oversensing. It was suggested to program the lfa filter to off to resolve the issue. The patient condition is good.